Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and replaced sol 61 (vl61) that was possibly impacted by a previous sweepflow overflow. Additionally, the fse replaced multiple solenoid valves as part of preventative maintenance. The fse also reported that there were reticulocyte voteouts, caused by crimped tubing at pv94a, pv94b and pv129 (vl94a, vl94b and vl129). As part of preventative maintenance the fse replaced sample tubing between the reticulocyte chambers to flowcell. There were no further issues observed and system performance was verified. Identification of failure modes: failure mode is related to vl61 which had been possibly damaged by a previous leak. Another failure mode is related to crimp tubing at vl94a, vl94b and vl129. No erroneous results were associated with this event. Upon recur of the vl61 failure mode identified; it is likely to cause erroneous red blood cell (rbc) and platelet (plt) results due to improper sweep flow. Upon recur of the vl94 and vl129 failure mode identified; it is likely to cause erroneous differential and reticulocyte results due to segmentation error. Evaluation of product labeling: per labeling beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. (B)(4).

Event description:
Customer reported aspiration errors when using the coulter lh 750 hematology analyzer. There were no leaks reported. There were also voteouts (an error condition) reported for reticulocyte and hemoglobin parameters. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.